Event description:
The bed was left in the high position by the caretaker. The family states when they raised the bed it would not lower and remained stuck in the high position. They reported to the vendor where the bed was obtained. The home health nurse went to the pt's home for a pt treatment. She went to the foot of the bed to lower the bed position. When she attempted to turn the crank at the foot of the bed there was a loud bang; the crank handle fell off and the entire bed fell to the floor. The foot end of the bed fell onto the nurse's right leg trapping her under the bed. The pt was not ejected from the bed at the time of the collapse. Pt complained of right hip pain. It was reported to md, nurse was seen in the ER for bruised right knee and removed from duty. Pt upset and angry, afraid bad may fall again. Vendor replaced bed in pt home.